Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual inspection found that the trigger had 2 blue pins inside where only one was expected. Solution began to leak because the blue trigger button was not well placed because of the two pins. No other issues were detected on tubing set. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation of the available medical records was conducted. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. In this case, the patient experienced peritonitis symptoms within 72 hours of pd set fluid leak during pd therapy. A fluid leak during treatment breaks the sterile field and pathway, exposing the sterile environment of the peritoneal cavity to pathogens. There is a probable association between the event of peritonitis and the episode of fluid leak.

Manufacturer narrative:
The set has not yet been returned for evaluation. A follow-up MDR will be submitted when the plant has finished the evaluation. Medical records have been received and are being clinically evaluated.

Event description:
A peritoneal dialysis (pd) patient's contact reported during fill 1 fluid leaked from the trigger connector near the blue pin. Treatment was discontinued. The set was being made available for evaluation. During follow up the patient's pd nurse reported the patient contacted the clinic on (B)(6) 2015 with symptoms of peritonitis. An effluent culture was drawn and was cloudy and sent for analysis. The patient was started on antibiotics vancomycin and ceftazidime. Following culture results this was changed to vancomycin only. The patient was not hospitalized for the event. He was reported to be recovering well with antibiotic treatment. The pd nurse attributed the peritonitis event to the patient's earlier reported leak. Medical records were provided. During review of provided medical records the patient reported (B)(6) 2015 intermittent left side pain, drain pain, and intermittent fill pain. Effluent was reported to be clear.